Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak under the coulter lh 780 analytical station. The volume of the leak is unknown and was not contained within the instrument. The instrument did not generate error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) had observed that the leak was coming from under the diluter module. The fse indicated tubing from the differential mix chamber to the flowcell (through the tee-fitting) was causing the leak. The fse replaced the affected tubing. No further evidence of leaking was observed. The cause of the leak was the tubing from the differential mix chamber to the flowcell (through the tee-fitting). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).